Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used during a colonoscopy procedure performed on an unknown date. During the procedure, the device did not generate energy to perform cautery and it did not cut the target polyp. The generator was restarted and the settings were confirmed. The device was also unplugged and re-plugged to the power cord but the issue still persisted. The procedure was completed with a different device. There were no patient complications reported as a result of this event.